Manufacturer narrative:
D10 concomitant product: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot# unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot# unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot# unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot# unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot# unknown); sigphandle, sig power sigphandle handle (serial# unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when stapling the stomach, the six reloads used with a powered handle and an xl adapter partially fired. To resolve the issue, new reloads were used. No patient injury occurred.

Manufacturer narrative:
Additional information: d4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Twi devices were available for evaluation. Visual inspection noted that the reloads were fully fired and engaged in interlock. The reload had damage to the cutting edge of the knife blade and the reinforcement material was missing. It was reported that when stapling the stomach, the six reloads used with a powered handle and an xl adapter partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.